Manufacturer narrative:
The insulin pump was returned with a depleted battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on the insulin pump assembly. Data analysis: the insulin pump history download indicates the following: daily total of 18.2u to 41.05u a day, bolus total was 0.0u to 21.1u a day, basal total was 18.2u to 19.95u a day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death is still unknown. The caller stated that they called the paramedics and the customer was released to the funeral home. The caller stated that he went to the customer's house to change the sensor and discovered the customer's body. The caller stated that the customer passed away in his sleep. During the last five years he had stage 2 kidney disease-his bladder quit working which caused water retention, it started to alleviate fluids when a catheter was inserted, had congestive heart failure, open heart surgery, history of strokes, and had been a diabetic for over twenty years. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor at the time of death. The caller stated that there was an alarm going off, but unknown what alarm. The caller agreed returning the insulin pump for analysis.